Event description:
It was reported that pump placement did not allow this inflatable penile prosthesis (ipp) to be used as intended since the patient experienced poor erections. A revision surgery was performed to explant and replace the device with another model of cylinders that would better fit patient's anatomy. No patient complications were reported.